Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5099164.

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. A sus voluntary event report mw5099164 received on 03/02/2021, the patient reported ¿I was using my dexcom g6 sensor for my cgm system, which I had been using for months. After a day or two of insertion I began having itchy, weeping blisters under the site. I had to find a barrier method to help prevent the adhesive from touching my skin, and until I found one that worked they have left scars.¿ the number of scars from previous reactions was not provided. There was no documentation of medical intervention. No additional patient or event information is available.